Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrioventricular reentrant tachycardia procedure with a carto 3 system and unwanted pacing occurred. The data related to the issue was sent to the device manufacturer and was analyzed by the responsible engineer. Basing on the data analysis by the device manufacturer, as soon as study was started, error 8 appeared, causing no pacing routing control and disabled acquire function (by-design behavior). As reported by canadian field service engineer (fse), bwi representative used an appropriate troubleshooting flow to remove the error (disconnection of all cables and further connection). Once error was removed, control over the pacing was enabled in the system and point acquiring was turned on. Based on the analysis from device manufacturer, fse decided that the issue might be caused by the faulty bs cable. Suspicious cable was replaced. As reported by fse no similar issues were reported in the following cases. System is fully functional and is ready for clinical use. The history of customer complaints associated with this carto 3 system was reviewed. 1 out of 3 additional reported complaints may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia procedure with a carto 3 system and unwanted pacing occurred. During the procedure, the rv pacing done through the carto worked fine. However, pacing could not be done through the coronary sinus (cs) catheter. The catheter was defined, correct catheter was selected, and the electrograms could be visualized clearly with no noise however pacing was not available. Deselecting and reselecting the pace routing was tried several times as well as selecting rv and then going back to cs catheter however they still could not pace through the cs. Disconnecting and reconnecting all cables at all ends was done. The carto pin box and cs cable were changed as well as the port was changed to 20a and then the pace could be seen. When the catheter was inserted and mapping and ablating was attempted in a left-sided pathway, the catheter and take points could not be seen. Lastly, there was an error 8: stim routing disabled that also displayed. The procedure was delayed by 15 minutes. The procedure was complete with no patient consequence. Upon request additional information was received on the event. This was for planned pacing. The pacing leads were always connected through the carto 3 piu primary pacing port, never through the direct stimulator ports as they are never moved. The cs catheter used was the bard dynamic deca, and it was connected into the blue ref/deca port on the carto. A micropace stimulator was used during the procedure. There were unwanted pacing stimuli delivered during the procedure which is indicative of a reportable event as this presents a risk to the patient.